Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was reusing cartridges with the pump. Tandem customer technical support informed customer that reusing cartridges is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump.

Manufacturer narrative:
Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. Customer failed to properly cycle cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.